Manufacturer narrative:
Continuation of d11: product ID 3093-33 lot# va008ab implanted: (B)(6) 2012 product type lead product ID 3093-33 lot# va008ab implanted: (B)(6) 2012 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they had lead impedances checked and was referred to another provider for revision. The cause was unknown. It was indicated revision was planned. It was also reported that worsening of retention was due to device and patient was using a foley catheter and catherization was standard of care.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: va008ab, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient reported a loss of therapeutic effect and had increased amplitude from 6.5 to 7.5, but was not feeling stimulation sensation and now the patient was in the hospital and could not pee. The urine was backed up, hurting their kidney, and the patient had a catheter. They stated that this was their 3rd time in the hospital. They denied any falls or traumas, but stated that they spoke with two bladder surgeons at the hospital who told them they thought it was the 'stimulator itself, like a lead came loose or something like that' and directed the patient to contact the manufacturer. They were redirected to their healthcare professional (hcp) to further address the issue. The patient's relevant medical history included a kidney transplant. The patient was recommended to contact their managing physician for their device to address their therapy concerns. They were cold transferred to their managing physician's office, as the patient did not have anything to write the phone number down with.